Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the system stored an untreated episode due to t-wave oversensing. Also, the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. The device sensing vector was programmed to alternate at the time of the low intrinsics. There is no evidence of malfunction. Technical services advised programming options. Later, the doctor elected to replace the system with a transvenous one. The subcutaneous system was abandoned and remains implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the system stored an untreated episode due to t-wave oversensing. Also, the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. The device sensing vector was programmed to alternate at the time of the low intrinsics. There is no evidence of malfunction. Technical services advised programming options. Later, the doctor elected to replace the system with a transvenous one. The subcutaneous system was abandoned and remains implanted. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the system stored an untreated episode due to t-wave oversensing. Also, the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. The device sensing vector was programmed to alternate at the time of the low intrinsics. There is no evidence of malfunction. Technical services advised programming options. Later, the doctor elected to replace the system with a transvenous one. The subcutaneous system was abandoned and remains implanted. There were no additional adverse patient effects.